Event description:
A malfunction was reported on the pump by a customer. There was no reported adverse impact to the customer¿s blood glucose level. Customer service provided information to reset the pump and assisted the customer with the reset. The malfunction code did not recur, and the customer was advised to continue using the pump while remaining alert for any recurring issues.